Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that device is receiving the co2 rebreathing risk which prompts repeated absorption of carbon dioxide. The customer informed that when the medical staff used the ventilator to assist patient with breathing, they reported that the device repeatedly absorbed carbon dioxide. Another ventilator was promptly replaced for the patient. There was no patient impact or harm noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was confirmed that the device was repaired by a third party vendor, the equipment can be used normally without any personal injury. No further information was given by the customer.